Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Patient also reported the cannula had dislodged from the infusion site (hip/buttocks); cannula also appeared bent upon pod removal. The patient was treated with 12 units of fast acting insulin via syringe. The patient was released after spending 2 hours in the ER. This pod was discarded. The patient's blood glucose history is as follows: time, bg(mg/dl) : 9:30am 210; 10:00am 220; 11:00am 400.